Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement. Concurrent conditions included diarrhea, low back pain, nausea and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), infection ("infections"), depression ("psychological or psychiatric problems condition: depression,"), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia, menorrhagia, vaginal haemorrhage and abdominal pain had resolved and the fatigue, alopecia, migraine, headache, infection, vaginal infection, urinary tract infection, depression, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date in current pfs: (B)(6) 2012., (B)(6) 2013 as per summons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal closure devices with no evidence for tubal patency.. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) -bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ abdominal pain, urinary tract infection cystitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs + mr received- new events added: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal & uti, depression, back pain, menstrual pain, abdominal pain. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and infection ("infections"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, female sexual dysfunction, dyspareunia and menorrhagia had resolved and the fatigue, alopecia, migraine, headache and infection outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date in current pfs: (B)(6) 2012, (B)(6) 2013 as per summons. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and explant date added. Previously reported ¿injury¿ was updated to chronic pain. Events- apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, hair loss, migraines, headaches and infections were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.